Event description:
According to the reporter: after two hours of use, cutting became dull. Output level was increased, but the condition was not improved. The device could be used for a while, but electrical fault lit up and error sound was heard. The transducer and connection were checked, but the problem was not solved. Used another device to complete the procedure. Oozing occurred during case, but the blood loss volume was less than 250cc. There was no tissue damage and/or additional tissue loss. Nothing fell into cavity. Operating room time not extended. No patient harm.

Manufacturer narrative:
(B)(4).